Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that while programming the leadless pacemaker (lp) to change modes, the automatic mode switch (ams) base rate did not change and had to be manually reprogrammed.

Event description:
The records were reviewed by software engineers and the device was performing as designed.